Event description:
It was reported while using bd bactec¿ mgit¿ 960 system false negative results were obtained. Confirmatory testing was not performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false negatives.

Manufacturer narrative:
H.6. Investigation: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6). Customer indicated about the false negatives. Bd field service engineer (fse) was dispatched and checked and noted the on-screen error log - e12 in drawer c, e09 sub 20000000 on all drawers, checked power supply voltages in diagnostic mode, performed drawer door switch test, performed forced reading. Erased flash memory and sram, re-installed user software version 6.01a. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) revealed no previous complaints related to this issue. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 system false negative results were obtained. Confirmatory testing was not performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false negatives.